Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that the customer has several straight catheter kits product # intp14 that the catheter was laying between the folds of the outer wrap thus compromising the possibility of cross contamination when opening the tray up. Customer have attached pictures. They have 2 different lot numbers ngku1438 and ngkv2964.